Event description:
This second MDR is being submitted for the second suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. Two days after initial treatment with two formulations of bovine collagen the pt developed erythema, swelling and tenderness at all injection sites. Physician diagnosed hypersensitivity and treated with medrol dosepack.